Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 6/17/2017, the reporter contacted animas and alleged that on(B)(6) 2017 the patient experienced low blood glucose (bg) below 2.2mmol/l and probably below 1 mmol/l with unsteadiness when standing and walking and a severe headache associated with an alleged dim display. Reportedly, the patient remained on the pump, did not receive any treatment above and beyond the usual routine of diabetes care and management and provided self-treatment in the form of food and/or drink. During troubleshooting with customer technical support (cts), it was revealed that the pump had a dim display screen and the screen could not be read safely. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a dim display screen.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/18/2017 with the following findings: during visual inspection of the pump, it was observed that the display screen was not dim or discolored. The display screen was fully illuminated and could be read with no issues. The initial complaint was not duplicated during the investigation. The pump history showed a temp basal program being run on the event date (B)(6) 2017. The last basal delivery was on (B)(6) 2017. The last bolus delivery was a 0.6 unit normal bolus on (B)(6) 2017 at 08:27. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately.

Manufacturer narrative:
Correction to additional manufacturer narrative. The correct date of evaluation by product analysis is 9/16/2017.